Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: was the post-operative care of the patient changed as a result of the event (for example, extended hospital stay, etc)? -no. How was the bleeding controlled? - the surgeon also tried using energy equipment to coagulate the tissue. Photographic analysis: based on the photo evidence of the subject ec60 with an ecr60b cartridge, the event description of not being able to open the jaw due to the failure of the knife returning to its home location can be confirmed. Unfortunately, there is not enough evidence to determine the root cause of the issue. The device associated with this event was discarded.

Event description:
It was reported that during a laparoscopic left external lobectomy of the liver procedure, (disease diagnosis: primary carcinoma of liver) the surgeon used device and the blue reload to transect the left lateral lobe branch of the hepatic vein. The jaw could not open after the device fired. The knife couldn¿t return to the original position. The surgeon tried using energy equipment to cut the tissue. No obvious effect. The tissue was pulled in the process. The patient lost more than 100ml blood from the hepatic vein. No blood transfusion. At last, the surgeon used another ec60 and ecr60b to cut the tissue and took away the device with the problem. Now the patient is stable.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Photograph. Should additional information be provided later, a supplemental medwatch will be sent.